Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and not issues were identified. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 200-370 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.